Event description:
Infection at the area of screw insertion was discovered in clinic assessments at 4 weeks post-operation implantation of hybrid mmf system.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device not returned.